Event description:
It was reported that the ilet displayed a ¿bg run mode¿ message and initially failed to pair with a dexcom g7 sensor, after which support verified the sensor ID and guided reconnection, resulting in successful pairing; during the event the user¿s blood glucose reached a reported high of 257 mg/dl and remained above range for about 5¿6 hours without backup therapy or ketone testing, with no medical intervention or hospitalization. Symptoms included hyperglycemia without reported acute complications. Outcomes included transient disruption of automated glucose control and inconvenience without lasting health impact. Investigation included customer interview, device use review, confirmation of sensor pairing steps, and education on connection workflow. Investigation of this case revealed a temporary communication/pairing failure between the cgm sensor and the ilet that resolved after re-pairing, with no reported hardware damage or persistent malfunction of the ilet or sensor components. It was concluded, based on previously established findings for similar reports, that the cause was user-device communication disruption likely related to pairing setup that resolved with guidance.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.